Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. (B)(6) 2021, the patient was admitted to the hospital due to an unspecified complication regarding buried bumper syndrome. On (B)(6) 2021, the peg-j tubing was removed. The tubing was not replaced in order to allow the site of the buried bumper to heal. On (B)(6) 2021, a naso-jejunal tube was placed for duodopa administration.